Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2003v and the haptic broke. The surgeon enlarged the incision to remove the lens and replaced it with another same model lens. A suture was used to close the incision. The reporter stated that the haptic broke due to a loading error.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows a tear in the optic near the haptic junction. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for evaluation.